Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This report is being submitted as an initial final report. Investigation is complete. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On january 20, 2020, it was reported that the gear was broken. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Product review of the skin graft mesher on january 31, 2020 revealed that the calibration and sample mesh could not be taken due to the damaged comb. The roller gear was broken. The side plates, shoulder bolts, and roller had considerable wear. No ratchet was returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on january 31, 2020 which included replacement of the side plates, bearings, comb, comb shaft, comb spring, roller, shoulder bolts, stabilizer feet, belleville washers, roller gear, and spring pin. Skin graft mesher, serial number , was then tested and functioned properly. While the returned product investigation confirmed that the skin graft mesher had a broken roller gear, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the side plates, bearings, comb, comb shaft, comb spring, roller, shoulder bolts, stabilizer feet, belleville washers, roller gear, and spring pin were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It has been reported that the gear was broken. The event occurred during surgery. There was no harm, no delay. At evaluation/investigation the device was found to have a bent comb. No adverse events were reported as a result of this malfunction. No additional event information available.